Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. The sensor was reading "low" so and the patient took a bg which was 434 mg/dl. She was feeling nauseous, so she the took 6 units of insulin, called doctor and recommended to go to the ER. Her boyfriend drove her to the ER. She arrived at the emergency room at 8:00 and was treated with IV fluids. They also took her bgm at the ER but could not remember what it was. She could also not remember the sensor readings but she mentioned they were still off. She was released and went home at 11:30. She already felt fine and replaced the sensor when she was home. At the time of the report the patient was fine. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.